Event description:
It was reported the subject device had cloudy screen and was difficult to see. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Additionally, image blackout and noise on the screen were observed during evaluation. Based on the results of the investigation, it is likely that repeated use, external factors or handling of the device caused damaged to the image sensor unit, such as disconnection, or that components mounted on the electrical circuit board, such as integrated circuit chips or capacitors were broken, which may have resulted in the subject event. However, olympus could not identify a definitive root cause of the event. The instruction for use states the inspection method associated with the event in "3.8 inspection of the endoscopic system¿. Chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.